Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the physician advanced a 27mm closure device into it. The closure device was deployed in the laa, but did not meet release criteria so it was fully recaptured and removed from the patient. The physician then chose a 30mm device to use next. This device was deployed in the laa and it also did not meet release criteria. This device was fully recaptured and removed from the patient. The physician chose a new 30mm closure device and deployed this in the laa. This device did not pass the tug test and landed in the left atrium. The closure device was fully recaptured and removed from the patient. At this time it was noted that there was a pericardial effusion present in the patient. The physician attempted one more device, a 33mm sized device, but this device also did not meet release criteria so it was removed from the patient. The procedure was then ended after this with no closure device being implanted in the patient. The patient was monitored for 30 minutes and the pericardial effusion remained the same size the whole time. The patient was doing well following these events and there were no further complications. The patient was kept overnight to continue to be monitored.